Event description:
It was reported that this previously capped left ventricular (lv) lead was part of the system revision due to pocket infection. No adverse patient effects were reported. The previously capped lv lead was explanted.